Manufacturer narrative:
Eval: results: the returned ipg passed all functional testing. The device was completely recharged within a time frame which met specs. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2005. It was reported that the physician replaced the pt's ipg on (B)(6) 2011 due to perceived recharging issues. The explanted device was returned to the MFR for analysis.